Manufacturer narrative:
Product analysis confirmed a device malfunction based on the identification of a leak at the pump strain relief krt cylinder junction. This leak would result in a lack of device function, therefore confirming the reported allegation.

Event description:
It was reported that patient underwent a surgical procedure to explant his inflatable penile prosthesis (ipp) due to mechanical malfunction. All components were explanted and replaced.